Manufacturer narrative:
The manufacturer previously reported information in reference to information alleging that while using the CPAP machine in (B)(6) 2020, a patient became ill with headaches, nasal congestion, sinus infections and bronchitis. The patient reported they discontinued the use of the machine. Medical intervention was required by the patient in the form of tests completed and the patient was diagnosed with well-differentiated neuro-endocrine carcinoma in (B)(6) 2020. The patient states they have now received the replacement piece and have resumed utilizing the machine. The device has not yet been returned to the manufacturer for evaluation. Four attempts (07/17/2025, 7/31/2025, 08/07/2025 and 09/05/2025) for additional information and to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging that while using the CPAP machine in 2019, he became ill with headaches, nasal congestion, sinus infections and bronchitis, and he discontinued the use of the machine. There were numerous tests done and the patient was alleged to be diagnosed with well-differentiated neuro-endocrine carcinoma in dec 2020. There is allegation of serious or permanent harm or injury. Medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.